Event description:
It was reported that the procedure was cancelled. The target lesion was located in the calcified vessel. A dynaglide foot pedal was selected for use. After the patient was sedated, it was noted that the foot pedal was not working as the connecter of dynaglide was damaged. The procedure was not completed due to this event. The patient was discharged without performing the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The foot pedal was received with the upper portion of dynaglide connector missing. Functional test was not performed because the complaint was confirmed by visual inspection. No other issues were identified during the product analysis.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the calcified vessel. A dynaglide foot pedal was selected for use. After the patient was sedated, it was noted that the foot pedal was not working as the connecter of dynaglide was damaged. The procedure was not completed due to this event. The patient was discharged without performing the procedure. No patient complications were reported.